Manufacturer narrative:
Analysis of the provided files permit to conclude that the pits sent every day are most likely due to a hardware problem. More precisely, a faulty charger, as since it has been changed, the issue did not occur again. No general malfunction of the device is suspected. FDA product code is corrected.

Event description:
Reportedly, the transmitter emits manual transmissions at night. After checking with the technical service, here is the finding: the charge stops/starts and the screen turns on/off all day long and pit are generated randomly. It comes from the faulty charger.

Event description:
Reportedly, the transmitter emits manual transmissions at night. After checking with the technical service, here is the finding: the charge stops/starts and the screen turns on/off all day long and pit are generated randomly. It comes from the faulty charger.

Manufacturer narrative:
Analysis not available yet.